Event description:
Per the audiologist, the patient reported a decrease in performance. The results of an integrity test done 2007, indicate multiple electrode anomalies. The patient was explanted the following year, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device was not returned to manufacturer.